Event description:
Related manufacturer reference number: 1627487-2019-07087. It was reported that one of the patient's leads migrated two vertebral bodies and the other migrated four vertebral bodies. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was restored post-operatively.